Event description:
Nellcor puritan bennett received a report from a biomedical engineer that while a patient was being bathed by nursing staff, they noticed that the patient's sats level dropped to 77% and the pulse oximeter did not provide an audio tone. The n-595 monitor was replaced. There was no patient harm. Prior to the event, the speaker in the unit had been upgraded per remedial action z-0664-05.